Event description:
It was reported that during a breast biopsy with an atec device on (B)(6) 2026 that "there's no suction, giving a red flashing light". This occurred during a patient procedure, and the procedure was not completed. The reporter confirmed there was no additional incision required. Customer outreach was performed to clarify the events and inquire about any additional interventions, but there was no response. No further information is available at this time.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.